Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the screen would not accept any manual commands or respond to touch. The procedure was completed with another system. There was no patient impact reported. Additional information was requested but none has been received to date.